Event description:
The customer reported multiple intermittent occlusion alarms, affecting their pump's functionality, and experienced ¿high¿ blood glucose levels, though a specific value was not available. To address the high blood glucose, the customer administered a correction injection and replaced all pump supplies. To resolve the past occlusions, customer would change the pump supplies. Customer will continue to use current pump